Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (1 mg/ml at .15 mg/day) via an implanted pump. The indication for pump use was spinal pain. The patient's medical history included chronic pain. It was reported that the patient had issues with twiddling the pump. The patient had been having less pain relief recently. At the refill, there was more than stated on the 8840. An x-ray showed the catheter to be in the intrathecal space. Surgery determined that the "catheter was knotted and kinked in the pocket; obvious that it was flipped multiple times'". The catheter was patent after the knot was removed. The pump portion of the catheter was replaced. The issue was resolved. The patient status was reported as "alive-no injury".